Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one finding. It cannot be determined if the finding is relevant to the complaint issue without the sample returned for investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc catheter for analysis. Signs of use were observed within the extension lines. Visual inspection of the catheter revealed no obvious defects or anomalies were observed. The catheter body length from the juncture hub to the distal tip measured 5 1/8", which is not within the specifications of 4 13/16" - 5 3/16" per product drawing. The distal extension line outer diameter measured 0.08775", which is within the specification limits of 0.084"-0.088" per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.059", which is within the specification limits of 0.055"-.059" per the distal extension line extrusion product drawing. The proximal extension line outer diameter measured 0.08740", which is within the specification limits of 0.084"-0.088" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.059", which is within the specification limits of 0.055"-.059" per the proximal extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." No leaking was observed when both lumens were flushed; however , the catheter was blocked when trying to flush the distal lumen. A long pin gauge was used to try to push out the blockage. The catheter was severed 13mm from the distal tip, the location of the blockage. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaking was observed from the catheter. A manual tug test confirmed both the distal and proximal luer hubs were securely attached to their respective extension lines. A device history record review was performed and one finding was identified; however, it was determined the finding was not relevant to the complaint issue. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of a catheter leak could not be confirmed through investigation of the returned sample. The catheter passed all relevant visual, dimensional/functional requirements including leak testing performed per iso 10555-1, and a device history record review did not reveal any relevant findings. Based on the customer report and sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.